Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and left ventricular (lv) lead exhibited out of range pacing impedance measurements greater than 2,000 ohms and noise. The device was noted to be programmed to right ventricular (rv) only pacing, however, lv sensing remained programmed on. Boston scientific technical services (ts) recommended programming lv sensing off. No adverse patient effects were reported. This product remains implanted and in service.